Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis from (B)(6) 2019 with blood glucose of over 500 mg/dl. The customer was treated with intravenous fluids in the hospital. The customer was wearing the insulin pump during the hospitalization. Customer reports insulin pump getting low battery alerts and buttons stick. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.